Event description:
It was reported that intermittent malfunction alarms occurred. The customer will continue to use the pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue. Customer¿s blood glucose level was 185-317 mg/dl.